Event description:
The manufacturer received information alleging an issue related to a remstar auto a-flex device. The patient has alleged foam recall causing health issues. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.